Event description:
Additional information received from patient reports the patient notified their doctor on (B)(6) 2015 and x-ray on (B)(6) 2015. Step taken to resolve the painful stimulation and stimulation in the wrong location was x-ray to ensure leads hadn't moved. It was reported that stimulation went less painful on its own. It was noted maybe lead moved a tiny bit and settled back into place on its own. The patient turned down for two days then back up with no problems. Additional information requested from hcp regarding the x-ray results.

Manufacturer narrative:
(B)(4).

Event description:
The patient described the stimulation sensation as stimulation in wrong location and painful stimulation. She was leaning against an object where ins (stimulator) was placed and she was pushing as if to move something heavy. She reported that when she did that she felt pain with stimulation. At first it was a lot of pain and then it seemed to ¿ebb and flow.¿ she called her doctor and he told her to call manufacturer. There was a trauma reported that could be related to this issue. Patient was leaning against an object where ins was implanted and pushing with her body against the object. She does not have her programmer with her. Symptoms reported was pain. The would be consider a sudden change in therapy/symptoms. Event date was (B)(6) 2015. The indications for use for this patient were bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Additional information was being requested from the hcp. Follow will be submitted if additional information is received.

Event description:
Additional information was being requested from the patient regarding if their physician had been notified of the issue and step taken to resolved the reported issues. Follow will be submitted if additional information is received.

Event description:
Additional information received from the health care provider reported that x-ray result was normal.